Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported there were two incidents where the needle didn't retract properly post use with a 22 g x 1.00 in. Bd insyte¿ autoguard¿ shielded IV catheter. No medical interventions or injury reported.

Manufacturer narrative:
Results: a review of the device history record revealed no irregularities during the manufacture of the reported lot # 7108712. Received 240 unused iag 22ga units in sealed packages from the lot number 7108712. There were fifty units per dispenser (4 dispensers) and 40 units in a dispenser. Random samples of 76 were pulled and performed the following: visual/microscopic examination: observed there was no mechanical/physical damage to any of the springs, needle hubs, grips, or evidence of adhesive on the buttons or hubs observed no signs of bends, cuts, holes, kinks, splits, or wrinkles were found in the catheter tubing or the needle thru catheter. Functional test (needle retraction) was performed: performed the hub twist test then depressed the buttons. The retraction was successful, no delayed reaction was observed. (There was no audible click when the units were retracted). The returned units provided for evaluation met and performed per the required manufacturing specifications conclusions: the defects needle retraction failure; as stated in the subjects of the pir were not confirmed. The returned units did not display any adverse characteristics that would contribute to the defects the customer experienced, per the pir. The defects described in the incident report could not be confirmed or replicated with the returned units. The actual unit described in the incident report was not returned for evaluation.